Manufacturer narrative:
H3: product analysis ¿ as found condition: the navien catheter was returned for analysis within a shipping box, plastic bio-pouches, and an opened navien inner pouch (b605753). ¿ damage location details: no damage was found with the navien catheter hub. The navien catheter body was found broken at ~19.2cm from the catheter¿s distal tip. The navien catheter distal tip was found to be in good condition. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿difficulty navigation¿ report could not be confirmed. However, the customer¿s ¿catheter separation/break¿ report was confirmed. Possible causes of ¿difficulty navigation¿ include incompatible devices, patient vessel tortuosity, guidewire damage, catheter damage (i.e., kinked, bent, ovalized), or lack of continuous flush during delivery. Possible causes of ¿catheter separation/break¿ include advancing/retrieving the device against resistance, vasospasm, patient vessel tortuosity, entrapment in the vessel, or use of excessive force, thus exceeding the tensile strength of the tubing material. In this event, it is likely that the patient¿s ¿severe¿ vessel tortuosity and the reported vasospasm contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient was undergoing surgery for treatment of an aneurysm at the bifurcation of the left middle cerebral artery m1-m2 bilobulated. Diameter: 4.2mm, height: 2.2mm, neck: 2mm. Vessel tortuosity was severe. The cause of the catheter break or fracture could have been due to the tension at the angle of exit of the left common carotid artery when the maneuver was performed to exchange the diagnostic catheter for the navien catheter.

Event description:
It was reported that during the use of the navien a+ 072 catheter, a fracture occurred, and plaque migrated to the left middle cerebral artery. There was resistance to the injection of the contrast medium, and an abnormal image indicated a fracture in the body of the navien catheter. Damage to the catheter compromised its performance, and embolization of atheromatous plaque was observed in the bifurcation of the left middle cerebral artery. The catheter experienced separation/breakage, and there was friction or difficulty during injection, with force applied during delivery or removal. Vasospasm and difficult navigation were also noted. The catheter was flushed as indicated, and an exchange technique was performed using a hydrophilic guide. The anatomy of the left common carotid and internal carotid arteries was navigated with a synchro 014 microguide and an exelsior sl 10 microcatheter. The system lost position due to the tortuous anatomy and a curve in the navien catheter, which was corrected to advance the microcatheter again. The entire system was removed after the fracture was identified, and another catheter was used to continue the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.